Event description:
It was reported that, "gamma3 trochanteric nail procedure. During procedure, when surgeon came to distally lock the nail, he drilled with appropriate drill measured for a 40mm screw. The 40mm screw was opened but could get it to advance. When surgeon went to insert screw, it would not advance. Surgeon checked the screw and then tried a 2nd time, but screw would not go in. Another 40mm screw was opened and went in successfully."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.